Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the issue was resolved after performing a supply change. Customer¿s blood glucose (bg) level was reported as high, however, bg value was unknown. Customer administered a manual injection to address bg level, and continued to use the pump for insulin therapy.